Manufacturer narrative:
According to the device history record (DHR) no anomalies were found. The product was released based on the manufacturers' acceptance criteria. Complaint history examination was conducted and it indicates this is the eighth complaint for the reported issue and the eight complaint for the reported lot. No sample was returned for evaluation; therefore, visual and functional testing could not be performed. An exact root cause could not be determined; however, due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing leaking valved trocars during a vitreoretinal procedure. The procedure was completed without consequences to the patient. Additional information has been requested. The product sample was not retained by the customer for the product evaluation.